Manufacturer narrative:
This product has not been explanted or returned, and as a result, laboratory analysis could not be conducted. The associated investigation determined that the longevity remaining, battery status, gas gauge and/or magnet rate did not align or were inconsistent at the device follow-up.

Event description:
It was reported during a routine follow up appointment that the device battery mag rate is 100 but says < 0.5 and gas gauge is pointing at ert. The device remains implanted and in service. No adverse patient effects were reported.